Manufacturer narrative:
Product event summary: the device was returned and analyzed. Pal analysis confirmed the reported tel-c failure condition. Additional analysis found that the failure was isolated to the rfm. I-v sweeps were performed to check continuity to the rfic and eeprom ic within the rfm; one pin failed (ad2_pi02) exhibiting an open circuit. The failure signature is consistent with the open circuit being caused by a fracture in the ubm layer of the ad2_pi02 solder bump. The faulty rfm was part number m777145a150 from lot 6423967. The analyst attempted to interrogate the device wirelessly on a couple of programmers and could not.

Event description:
It was reported that the device was open and not used as it was discovered that the device's wireless capability was permanently dis abled. The device will not be used and no patient was involved in the case.